Event description:
The manufacturer became aware of a patient's death. Despite several attempts by the manufacturer, no information on cause of death has been obtained. A death certificate will be requested. Ref MFR report # 6000030-2006-01700.